Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that capsule damage was noticed during the procedure. The lens was removed intra-operatively and an anterior chamber lens was successfully implanted as a back-up. Patient is reported as doing "fine." Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Lens was returned to b+l. Visual inspection found one haptic bent. The cause of the damage cannot be determined. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
This report refers to the patient's right eye.